Event description:
The caller alleged discrepant results when compared with lab results reported as follows: date: 2008, inrato: 6.3, lab: 9.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 6.3, lab: 9.6, mean: 7.95, confidence limits: the confident limit cannot be determined. As per internal procedure the mean is greater than 5.0 and difference between inr's is greater than 2.2, the confident limit is inaccurate. The product will be investigated. Also, the pt was given vitamin k. This is an adverse event.